Event description:
It was reported that the patient had a revision procedure 6 years and 9 months post implantation due to the liner fracturing at the locking ring. There was metal transfer onto the ceramic femoral head and evidence that the head had been rubbing on the interior of the acetabular shell. Ambulation was limited by pain. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells item #00630505036 lot #63353645. Shell porous with cluster holes 50 mm o.d. Item # 00620005022 lot #63283875. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had a revision procedure 6 years and 9 months post implantation due to the liner fracturing at the locking ring. There was metal transfer onto the ceramic femoral head and evidence that the head had been rubbing on the interior of the acetabular shell. Ambulation was limited by pain. However, upon further review it was found that this device is not contributory to the reported event.

Manufacturer narrative:
Upon further review of this complaint, it was determined that this product did not contribute to the reported event and this report will be considered voided. The product contributing to the reported event was reported on (B)(4), 0001822565-2023-03621.